Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the component code t35101 batch g170082 before the market release. No anomalies have been found. The original lot, comprised of (B)(4) units, was manufactured in year 2019 ((B)(4) units) in year 2020 ((B)(4) units) and in year 2022 ((B)(4) units). All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: the portion of the returned broken screw, received on 14 july 2023, was examined by orthofix quality operations department. The returned portion of the cortical screw was subjected to visual and dimensional check as per orthofix srl specification. The visual check confirmed the problem notified; the screw is broken in correspondence of the threaded portion, suggesting a torsional static overload. It was also evidenced presence of several scratches on the stem of the screw. The dimensional check, performed where possible, did not evidence any anomalies. A functional check on the returned portion of screw was not possible as the device is broken and therefore not functioning. The device was then sent to an external laboratory for the raw material check and the failure analysis. From the results of the technical evaluation, it was confirmed the device conformity with specifications of material composition, hardness and microstructure. The screw fracture morphology is coherent with a torsional overload occurred during use. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. -in this case a screw was inserted and broke flush with the bone surface. A second screw was inserted proximal to it, and treatment continued as planned. We are not told the age or gender of the patient. The soft tissue covering of the bone is slight and I would guess that the bone at this point is about 16 to 18 mm in diameter. The screw has broken just as the screw completed passage through the second cortex, which is unlucky. I think that the screw diameter chosen was correct as it is a small bone. However, I think that the t35100 screw, 70/20 mm, should have been used. This would have left 1 - 3 threads each side of the bone and would have been ideal for this size of bone. It would have been possible to insert a screw with a thread 3-5 - 3.2 mm, and screw 10190, 70/20 would have been the best choice. It would have been perfectly safe as long as it was in the middle of the bone. However, it is very understandable that the surgeon chose the narrower screw because these bones are small. -the technical analysis of this pennig screw confirms that it broke due to torsional overload, and that the metal composition and physical characteristics are to specification. Final comments: the results of the technical evaluation evidenced that the returned portion of screw was conforming to design specification. The screw failed due to torsional overload. Material composition, hardness and microstructure are coherent with orthofix specifications, with no defects found. According to the information provided on the case and as a result of the investigation performed, orthofix srl can conclude that the screw was subjected to torsional overload during insertion which caused it to break. The breakage is therefore not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2023. - body part to which device was applied: radius. - surgery description: non-union treatment. - patient information: n/a. - problem observed during: clinical use on patient/intraoperative. - event description: screw broke during insertion with t-handle. The complaint report form also indicates: - the device failure had adverse effects on patient: broken thread of the screw is still in the bone. - the initial surgery was completed with the device. - the event led to a delay in the duration of the surgical procedure: approx. 15 minutes. No big impact. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are available. - patient current health condition: good. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: radius. Surgery description: non-union treatment. Patient information: n/a. Problem observed during: clinical use on patient/intraoperative. Event description: screw broke during insertion with t-handle. The complaint report form also indicates: the device failure had adverse effects on patient: broken thread of the screw is still in the bone. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: approx. 15 minutes. No big impact. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: good. Manufacturer reference number: (B)(4). Distributor reference number: n/a.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the component code t35101 batch g170082 before the market release. No anomalies have been found. The original lot, comprised of (B)(4) units, was manufactured in year 2019 (B)(4) units) in year 2020 (B)(4) units) and in year 2022 (B)(4) units). All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation the device involved received at orthofix on 14 july 2023, is undergoing the cleaning and sterilization activities. The technical evaluation will be performed as soon as the device becomes available after sterilization. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation will be available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.